Event description:
Event description guidant received information that the implanted endotak lead had a suspected short, possibly due to insulation damage. Additionally, low shocking coil impedances were observed during lead testing.